Manufacturer narrative:
Same system components: reservoir; model- 72401130; batch lot- 794333007; mfg date- 10/15/2012; exp date- 10/04/2017.

Event description:
It was reported that the patient experienced a pump malfunction. The pump failed to trigger and the implant totally deflated. The physician noticed that when the pumping mechanism is triggered, there is no fluid in the system. A revision surgery is recommended. The patient condition was reported to be stable. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.